Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, lot# 0209100985, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with chronic pain who had problems with stimulation after a fall that occurred a few weeks prior to the report. It was reported that the patient could not elicit stimulation and that post-implant pain increased. There was a loss of therapy. High impedances were measured during an impedance measurement. The "measurement protocols" were no longer available. The defective lead was explanted and, to minimize surgical impact, the lead was cut during the explant to allow for easier removal. The lead was replaced and the therapy was restored. There was no further patient complication associated with the event.

Manufacturer narrative:
Analysis found all conductors were broken 17.1 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code has been updated. If information is provided in the future, a supplemental report will be issued.